Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation. The complaints for valve alignment- fine adjustment difficulty, inability to withdraw system with valve through vasculature, and valve dislodged off balloon were unable to be confirmed as the event unit was not returned and no relevant procedural imagery was provided. In this case, there was no allegation of device malfunction contributed to the reported event. A review of instructions for use/training materials revealed no deficiencies. Per the training manual, "do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment." In this case, it is likely that during fine adjustment, the fine adjust wheel was overly dialed causing the valve to be positioned too distal on the inflation balloon. Available information suggests that use error (over-alignment) contributed to the fine adjustment difficulty. Per training manual, if decision is made to retrieve a crimped valve, ensure the thv is centered on the flex tip before retracting it back into the sheath. Once the thv is completely inside the sheath tip, remove the entire system as a single unit. In this case, the withdrawal was done without re-sheathing the crimped valve because the physician did not move the pusher forward towards the valve. As the valve was not protected by the sheath, the apices may have interacted and caught on the vasculature during removal, and subsequently lead to thv dislodgment. As such, available information suggests that use error (incorrect withdrawal technique) may have contributed to the inability to withdraw system with valve through vasculature, and valve dislodged off balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the implanting physician aligned the 26mm sapien 3 ultra valve too far forward on the balloon towards the tip of the delivery system. It was determined that it was not acceptable to proceed with deploying the current valve still on the delivery system in the patient. An attempt was made to remove the sheath and valve together from the arterial system. The valve came off the delivery system at the right femoral arterial entry site. A vascular surgeon cut down on the access site to remove the valve from the artery, then repaired the artery. A second valve was prepped and successfully deployed.